Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Review of the manufacturing record and the product-release judgement record of the involved product/lot# combination confirmed that there were not any problems in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. According to the investigation results, no abnormality was found in the manufacturing records. In this case, the actual sample was not returned and the details of the occurrence were unknown, therefore the cause of occurrence could not be clarified. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that the outside coating of the wire stripped while advancing through a micro catheter in the body during a lower extremity angiogram. Additional information was received on 17-december-2021: the wire stayed inside the microcatheter. The patient was stable, and the procedure was completed successfully. The procedure was not completed by using the wire, everything was retracted and exchanged.

Event description:
The user facility reported that the outside coating of the wire stripped while advancing through a micro catheter in the body during a lower extremity angiogram. Additional information was received on 17-december-2021: the wire stayed inside the microcatheter. The patient was stable, and the procedure was completed successfully. The procedure was not completed by using the wire, everything was retracted and exchanged.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Review of the manufacturing record and the product-release judgement record of the involved product/lot# combination confirmed that there were not any problems in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. According to the investigation results, no abnormality was found in the manufacturing records. In this case, the actual sample was not returned and the details of the occurrence were unknown, therefore the cause of occurrence could not be clarified. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please see MDR (B)(4) for the importer report. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).